Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the previously reported event was unknown. It was also stated that the error message was the following: "risque d¿erreur à partir de 8 heures " and the implantable neurostimulator (ins) stopped working. When inquired if the sensation of electrical discharge was replicated by palpating around the implantable neurostimulator (ins), extensions, and leads, it was stated that this information was not specified in the health care provider's (hcp) report. No further complications were reported/anticipated.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a sensation of electrical discharge in their mouth during an implantable neurostimulator (ins) discharge. The patient also experienced a worsening of tremors in their upper left limb. The diagnostic methods included the patient reporting the issue on (B)(6) 2016 and interrogating the device, which resulted in an error message. It was also noted that the ins arrested between 8 am and 6 pm on (B)(6) 2016. The etiology was related to the device/therapy, but not related to the implant procedure. The actions/interventions included turning the ins on, on (B)(6) 2016; the issue was resolved without sequelae.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the previous report of "risque d¿erreur à partir de 8 heures " was translated to "risk error as of 8 hours". No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's last charge was on (B)(6) 2016. It was also noted that the impedances were normal during the consultation; the left was 783 ohms and the right was 794 ohms. No further complications were reported/anticipated.